Manufacturer narrative:
(B)(4). Visual examination of returned tasp found it exhibits signs of repeated use and has cracked/fractured on the anterior side of the post. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available.